Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient with clinical ID: (B)(6), study ID: (B)(4). It was reported that patient had acute rle pain that starts in the ankle and radiates up into leg. Reports difficulty ambulating. CT 7/8 with fracture of superior s1 vertebral body, nondisplaced sacral ala fx involving l s1 screw, lucency surrounding right s1 screw, anterolisthesis l5 on s1 ~ 8mm screws and rods at l5 and s1 were removed during additional surgery. Onset date: on (B)(6) 2024. Long description: hardware failure of anterior column of spine. Interventions: hospitalization on (B)(6) 2024 that ended on (B)(6) 2024. Medication administration. Outcome status is recovered/resolved as of on (B)(6) 2024. Diagnostics: ct1 performed on (B)(6) 2024, result: posterior fusion of l5-s1 with interbody cage device. Mild displaced fracture involving the superior s1 vertebral body and nondisplaced fracture involving the left sacral ala adjacent to the left s1 screw. Periprosthetic lucency surrounding the right s1 screw, could relate to loosening. Anterolisthesis of l5 on s1 measuring 8 mm. Nonspecific fluid within the posterior paraspinal soft tissues. Site related assessment: not related to study device, probable related to procedure.

Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.